Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had been experiencing power cable disconnect alarms. The log file captured some power cable disconnects and low voltage advisory events. Review of the submitted system controller event log file revealed a low voltage hazard alarm on 11nov2022 from 00:58:20 to 00:58:23 due to a loss of external power while connected to the mobile power unit (mpu). The system controller backup battery supported the system during the loss of external power without any issues

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a low voltage hazard alarm while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. The submitted system controller event log file contained approximately 8 days of data (09nov2022 ¿ 17nov2022 per the timestamp). The log file captured a low voltage hazard alarm on 11nov2022 from 00:58:20 to 00:58:23 due to a loss of external power while connected to the mpu. The alarm resolved once external power to the mpu was restored. The system controller backup battery supported the system during loss of power without any issues. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The submitted system controller periodic log file contained approximately 11 days of data (06nov2022 ¿ 17nov2022 per the timestamp). The data in the log file did not indicate any issues with the mpu. No atypical alarms were observed in the log file. The pump maintained a speed above the low speed limit without issue throughout the log file. The mpu was not returned for analysis. Additional information provided communicated that the ac power cord came loose from the wall outlet. It was also noted that the mpu was not exchanged and will not be returned for analysis. The root cause of the reported event was determined to be the mpu ac power cord being disconnected from the wall outlet. The serial number of the mobile power unit was not reported with the event. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The ac power cord came loose at the wall outlet at the time of the event.